Event description:
Event description guidant received information that the cardiac resynchronication defibrillator (crt-d) had reached an eri (elective replacement indicator) battery status earlier than expected. The ICD was removed and returned to guidant for analysis.